Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4. Evaluation results: zoll medical japan evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included power cycles with battery and aux separately and together, hot swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.